Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/10/18 phone call, 10/16/18 phone call, 10/18/18 phone call.

Event description:
The hospital reported that during a power outage the unit switched to battery pow and immediately shut down. The patient was manually ventilated. There was no report of patient injury.